Event description:
It was reported that patient experienced difficulty inflating and deflating his device. Patient underwent a replacement surgery. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. No adverse patient effects. Additional information received. Patient experienced dissatisfaction.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of deflation and inflation issues was not confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient experienced difficulty inflating and deflating his device. Patient underwent a replacement surgery. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. No adverse patient effects. Additional information received. Patient experienced dissatisfaction.